Event description:
It was reported, that stent partial deployment occurred. The 85% stenosed target lesion was located in the moderately tortuous, and severely calcified left anterior descending artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, during stent deployment, the stent did not fully expand. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported. And the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. No stent was returned or attached with the device. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within the maximum crimped stent profile specification. The balloon was subjected to positive pressure and multiple hypotube kinks were noted along the shaft of the device. No issues identified with the outer or mid-shaft sections or the inner lumen of the device. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that stent partial deployment occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, during stent deployment, the stent did not fully expand. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was stable post procedure. It was further reported that no issues were noted with the packaging of the device. During procedure, there was an attempt to deploy the stent at the lesion site, but still the stent could not be fully expanded. Additionally, neither significant resistance was encounter at any stage nor a significant bend involved in the lesion during procedure. Furthermore, the device was withdrawn normally.